Manufacturer narrative:
Please note that this date is based off the date of publication of the article as the actual event date was not provided. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387, serial/lot #: unknown. The reported events were from the following literature article and its accompanying supplemental material: brüggemann n, domingo a, rasche d, moll cke, rosales rl, jamora rdg, hanssen h, münchau a, graf j, weissbach a, tadic v, diesta cc, volkmann j, kühn a, münte tf, tronnier v, klein c. Association of pallidal neurostimulation and outcome predictors with x-linked dystonia parkinsonism. Jama neurology. Published online december 03, 2018; 76(2):211-216. Doi: 10.1001/jamaneurol.2018.3777. If information is provided in the future, a supplemental report will be issued.

Event description:
The following event was reported in literature: patient l-8311 ¿ one (B)(4) year-old patient with bilateral globus pallidus internus (gpi) deep brain stimulation (dbs) for x-linked dystonia parkinsonism (xdp) required a revision/replacement of the right electrode due to malposition of the lead. It was noted that this surgery-related complication resolved completely. The following device specifics were provided: activa pc implantable neurostimulator; lead model 3387.